Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a segment of the conductor wire dislodged from the connector at the back end. The wire insulation was not damaged, and the instrument failed an electrical continuity test. Root cause of this failure is attributed to a component failure. The instrument was found to have a stuck grip tip. One of the grip tips was stuck when manually articulating the instrument.

Event description:
It was reported during a da vinci-assisted sigmoid colectomy procedure, the cautery component would not work when the fenestrated bipolar forceps instrument was installed into the system. The instrument locked and the instrument release kit (irk) was used to resolve the issue. The site replaced the instrument to resolve the issue. The procedure was completed with no reported injury.